Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of alterra prestent migration was unable to be confirmed as no device or applicable imagery were provided for evaluation. Additionally, a review of IFU/training materials revealed no deficiencies. Per event description, ''1 patient had dislodgement of the alterra stent frame and underwent emergent surgical pulmonary valve replacement.'' The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. Therefore, it is possible that there was insufficient apices engagement of the alterra prestent to the patient anatomy, which led to the reported prestent migration. However, due to limited information provided, a definite root cause was unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation corrective or preventative actions were required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards reviewed the article "hypoattenuated leaflet thickening (halt) after transcatheter pulmonary valve replacement", published in jacc: cardiovascular interventions by mario gossl e.t. Al. Https://doi.org/10.1016/j.jcin.2024.06.008. Through review of the article the following complaint was identified: 1 patient had dislodgement of the alterra stent frame and underwent emergent surgical pulmonary valve replacement. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The date of the event is unknown; however, according to the article the patients underwent tpvr in 2023. For this reason, the first day of the reported implant year ((B)(6) 2023) was used as the occurrence date.